Event description:
The customer's father reported on (B)(4) 2013 his daughter's blood glucose was reading between 20 mmol/l (360 mg/dl) to 21 mmol/l (378 mg/dl). Upon deactivation he noticed the needle never inserted the cannula into the infusion site.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.